Event description:
It was reported that the sterile femur was opened by the rn onto the sterile field. The surgeon opened the femur from the packaging and noticed some white powder substance on the implant. The implant was passed off the field once the substance was noted.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was returned. After visual examination, allegation cannot be confirmed. It was not possible to accurately assess the allegation due to the product being inadvertently decontaminated. There was not possible to observe any foreign substance on the implant. The received package presented the celophan plastic partially removed and the tyvek lid was undetached from the sealing. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 150410208, work order (B)(4) was manufactured on 01-april-2021. 11 parts were manufactured per specification and all raw materials met specification. Scrap: there was one part scrapped in this lot 9742393. 01 part for a090 handling/impact damage. This part was scrapped previously before carrying out the cleanline process step. There is no correlation between this scrap reason and the failure mode of the complaint. Nor, is there any correlation between the remaining 11 parts and the failure mode of the complaint as they have undergone the visual inspections stated at post cleanline. Three non-conformances associated with this lot: -- nr-0160469- is related to an attune ps femorals gage master sz8 (zero check master) (cmm) which failed when undergoing scheduled calibration. -- nr-0173222- the gauge attune ps femoral holding block assembly sz 8 cam measuring gauge du4415 was calibrated and found to be out of tolerance. -- nr-0173215- the gauge attune ps femoral cam location and anterior notch location gauge was calibrated and found to be out of tolerance. There is no correlation between this nonconformance and the failure mode of the complaint. Device history review ==> a manufacturing record evaluation was performed for the finished device (150410208/9742393) product and lot numbers, and no non-conformances related to the reported complaint condition were identified. H10 additional narrative: added: a1, a2 (date of birth, age), a3 and d9 corrected: h3